Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was advanced to the target area and was locked and deployed onto the tissue however; the clip failed to release from the delivery catheter. The clip was removed with the delivery catheter from the patient and from service. Reportedly, there was no damage to the scope. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was advanced to the target area and was locked and deployed onto the tissue however; the clip failed to release from the delivery catheter. The clip was removed with the delivery catheter from the patient and from service. Reportedly, there was no damage to the scope. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed that the clip assembly was detached from the bushing but still attached to the control wire via the tension breaker and yoke. It was also noted that the over sheath assembly was not returned. A functional test revealed that the prongs of the clip could not open but the clip assembly could deploy. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual examination of the returned device noted that the clip assembly was detached from the bushing but still attached to the control wire. Based on the event description and the condition of the returned device, the most probable root cause could not be determined.